Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not deliver all of medication" was reproduced. Evaluation performed flow accuracy test with results of: rate: 25 ml/hr with a volume to be infused of 25ml. Results: 23.661g (passing criteria 23.75g-26.25g). Flow rate accuracy test had results just below specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the temperature sensor. The temperature sensor requires calibration to address this issue. Release testing will also be performed to ensure proper functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not deliver all of the medication during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.